Manufacturer narrative:
As no further information is expected at this time, our investigation is completed. However, should additional information become available this event will be update and another report submitted.

Event description:
It was reported that during a routine follow-up parameter check, this right ventricular exhibited higher than normal pacing thresholds and reported also some diaphragmatic stimulation. For this reason, the patient was taken for a lead revision at which time a micro-dislodgement was confirmed. The physician reported difficulty while attempting to retract the helix and ultimately surgically abandoned the lead in favor of implanting a new lead of same model type. No procedural adverse patient effects were reported and due to the outcome at the procedure with this product, no return is expected.